Event description:
It was reported that on 01/26/2015, the patient underwent a coronary procedure to treat a target lesion in the mid right coronary artery (rca). A balance middleweight (bmw) guide wire was used during this procedure to treat a lesion in the mid left anterior descending artery. Upon removal from the guide catheter, the guide wire became kinked; however, the guide wire was then advanced to the target lesion in the mid rca. The drug eluting coronary device was then advanced over the bmw guide wire. Due to the kink in the guide wire, the drug eluting coronary device was unable to cross over the kink. The device became caught on the guide wire and could not be advanced or removed. Both devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted the hi torque guide wire instructions for use (IFU) states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. Based on the information reviewed, there is no indication of a product deficiency. The additional device referenced is being filed under a separate medwatch report.